Event description:
On 1/20/97 perf was summoned to ICU to check iab, noticed condensation in line, pump on stand by mode and slight negative pressure was applied w/syringe. Iab was retimed and pumping was initiated. Problem repeated dr. Was called in and iab was replaced w/another iab. Again taken out/not replaced. Pt reported doing fine.